Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. As the serial number was not provided, the device history review and complaint history review could not be performed. Upon investigation of the actual device used in this incident, it was determined that the station medication order appeared grayed out and could not be removed which affected patient care workflow. The issue was linked to a duplicate medication identification existing both in the facility formulary and the approval queue. A technical support specialist instructed the customer as per the knowledge article order not available, item not in formulary to resolve the issue. The system functioned as intended after being assessed by the technical support specialist.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es medication order appeared grayed out and one or more items not in formulary. A customer had reported that a user was unable to dispense medication for the patients due to a malfunction. There were no adverse events or injuries reported based on this incident.